Manufacturer narrative:
Age or date of birth, sex, weight and ethnicity: unknown/ not provided. Device evaluation: the device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned device did not reveal any damage to the components and all parts were assembled correctly. Suction test was performed, and all results were found within specifications. The reported event cannot be confirmed. Manufacturing record review: per manufacturing records review report device meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that suction was applied to left eye and it was successfully docked to the cone but the eye would not applanate nasally. In an attempt to fully applanate there was a suction break (prior to procedure). Then suction was reapplied and successfully docked to the cone. They achieved a diameter of 8.5 and proceeded. Immediately after the creation of the raster pattern but prior to the side cut they experienced another suction break. The procedure was switched to photorefractive keratectomy (prk) and completed the same day.